Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump alarm. Customer's blood glucose value was 95 mg/dl at the time of the incident. The customer reported that they were able to clear the alarm and were also able to rewind the pump. The customer was assisted with troubleshooting and the alarm occurred shortly after inserting a new battery and that was the second occurrence. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart test and self test. No unexpected restart alarm noted during test.